Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field tech had a conversation with the customer. It was determined the biomed was setting the device to a single-fault condition but expected a result corresponding to a normal condition. The device was within specification for the enclosure leakage since measurements were less than 500 a in a single fault condition.the device was returned to service. Analysis of reports of this type has not identified an increase in trend.